Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 24 hours in situ. No incident related medical sequela was reported.

Manufacturer narrative:
One used tracheostomy tube was received for evaluation. Visual inspection of the returned device appeared to be in good condition. Leakage testing performed on the returned device observed leakage from a puncture in both the inflation line, and the cuff. Inspection of the leakage points could not determine a root cause for the punctures. Manufacturing conducts 100% inflation testing of these devices perior to release; had the punctures been there at that time, the leakage would have been detected and the device, scrapped.